Manufacturer narrative:
Additional information: d4 plant investigation: the described situation is adequately addressed in IFU and/or on the label. The complaint sample was tested for leakages at about 1 bar. No leak could be found at the temperature port. However, a small leak was found at the recirculation port. No defect was found at the luer-lock adapter of the venting line. During leakage test of both, the port and the luer-lock adapter of the venting line with a reference male/female connector presented with no leak observed at the connections. Measuring of the port showed that at a measured distance of 0.75 mm from the end face of the luer-lock, the actual value is 4.294 mm and is 0.02 mm outside the upper tolerance limit (maximum). Documentation of module production revealed no non-conformity during the manufacturing process; however, a final inspection resulted in the scrapping of three oxygenator with leaks at the recirculation port. The issue will continue to be monitored.

Event description:
A user facility reported a leakage at the luer-lock connector of the temperature sensor. The oxygenator was exchanged. The patient experienced blood loss approximated at 200 ml. Upon follow-up, it was reported this event had no impact on the patient and the return sample was received by xenios.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a leakage at the luer-lock connector of the temperature sensor. The oxygenator was exchanged. The patient experienced blood loss approximated at 200 ml. Upon follow-up, it was reported this event had no impact on the patient and the return sample was received by xenios.